Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a report regarding a patient receiving medication via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. The information received indicated the reason for the removal of the patient's pump was "implant failed".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient first started to experience the implant failure (B)(6) 2015. It was clarified that the implant failure was device issue. The patient experienced malaise, flu like symptoms. Troubleshooting included pump interrogation showed a pump stall and the device was not able to be restarted. The cause of the implant failure was determined as unrecoverable motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.